Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Date of implant: (B)(6) 2008. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient was admitted to the facility, where the surgeon performed spine fusion surgery on the lumbar region of her spine from vertebrae l4 to l5. "The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space)". Post-op, patient reportedly had "worsening low back pain, radiculopathy into her lower extremities, pain and numbness in her perineal area, leg cramping, and numbness and pain in her right foot". "Severe pain and symptoms ultimately compelled patient to undergo a revision surgery on (B)(6) 2013". "Patient continues to experience chronic and severe lower back pain that radiates into her bilateral lower extremities all the way to her feet". Patient "had also been diagnosed with arachnoiditis and cauda equina syndrome". Patient requires cane for ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with l4-5 bilateral recess stenosis. L4-5 segmental instability and underwent the following procedures: l4-5 laminectomy with bilateral facetectomies and foraminotomies for decompression of nerve roots. L4-5 posterior lumbar interbody fusion. L4-5 bilateral posterolateral spine fusion. L4-5 pedicle screw instrumentation. As per op-notes,¿ the l4-5 disk was clearly visualized at each side of the thecal sac. All disc materials and debris were removed from the interspace with a variety of pituitary disc ronguers. The bullet- shape sizer was then used to confirm the 14-mm implant size. Following this, the peek cages were impacted bilaterally into the inner space after filling them with rhbmp-2 patties. Prior to this, local autologous bone wrapped in a rhbmp-2 patty was placed anteriorly in the interspace. The implants were countersunk by 2-3 mm bilaterally.¿ the patient tolerated the procedure well without any intraoperative complications.